Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-16. H6: investigation summary: a complaint of hairline cracks were found on a product, causing leakage. Samples were sent to investigate the defect. Through visual inspection, the customer complaint was confirmed. Cracks were seen, however these types of damages do not occur during production. A device history record review could not be performed on model 394602 because a lot number was not provided by the customer. The appearance of these cracks is typical for cracks that can occur when the product has been used together with lubrication solution or infusion with high ph-value. These solutions can release internal stress in the product. If excessive force is used when connecting and using the product for more than 24 hours, this may cause the material to crack. H3 other text : see h10.

Event description:
It was reported that the bd connecta¿ stopcock experienced leakage. The following information was provided by the initial reporter: we kept a stopcock with haircracks. The cracks did not appear during use with ciclosporing a, the cracks probably appear due to the used disinfectant. However, we have been using the same disinfectant for years without experiencing issues. We do not experience problems with other parts either when using the disinfectant.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd connecta¿ stopcock experienced leakage. The following information was provided by the initial reporter: we kept a stopcock with haircracks. The cracks did not appear during use with ciclosporing a, the cracks probably appear due to the used disinfectant. However, we have been using the same disinfectant for years without experiencing issues. We do not experience problems with other parts either when using the disinfectant.